Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, one needle of the suture broke. It was reported that another suture had thread broken when tying the knot and lastly a third suture had needle detached when it should not.